Event description:
It was reported that the patient experienced a loss of therapeutic effect about one month ago. She was in a coma for one month in may due to a brain condition. During this time she underwent diagnostic tests and was unsure if a cat scan or MRI was performed. Further information is being requested from the hcp.